Event description:
Under specialized circumstances, for certain components that have stringent mfg time limits, if a component was manufactured outside of specified time limits, the system may not prevent it from being distributed. This problem can occur if blood donation info from a mobile collection is uploaded to the software after the component has already been created in the system. If the blood donation info has been input into the system before the component is created in the system, then the software will flag the component as late production and prevent it from being distributed. As a workaround, the user facilities have been instructed to enter donation info from mobile collections using different registration screen(s) of the software. A safety advisory, which included the workaround, was distributed to clients. In addition, an urgent software fix has been made available.

Manufacturer narrative:
Device eval: software performance eval testing was performed to identify the source of the problem. The problem was isolated to one branch of logic in the source code in a single program unit. The problem is related to the program not using the correct dates to decide whether a product qualifies for the late production prohibiting factor, i.e., those products that must be manufactured within a certain period of hours or days. The program should pass two dates to the control logic but the system was passing only one date. A change was made to the logic to correctly pass dates to the component late production process during the upload donor link process. All other possible branches of the logic were reviewed and it was determined that the software is passing the correct dates. Risk analysis was conducted to determine what other functions could be impacted. The software modification was verified and validated. The scope of the testing included the software modification itself, all potentially impacted areas of the software, and other regression tests to ensure that the fix was effective and did not adversely affect the software. The tested software modification was made available to clients the week of march 23, 2009.